Event description:
The customer reported that the insulin pump had a button error alarm. Troubleshooting was performed. The caller stated that the device had a frozen display. The battery was changed, but the insulin pump alarmed. The customer cleared the alarm, and then the keypad was unresponsive at the time. No further information was provided.

Manufacturer narrative:
The insulin pump was received with no act and up button response due to flattened act and up button dome switch. No button error or frozen screen anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.